Event description:
It was reported the ipg was unable to communicate with the charging system and pt programmer. In addition, the pt is no longer feeling stimulation. The pt's charging system and pt programmer were tested on a demo ipg with good results. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.